Event description:
It was reported that the patient's implantable neurostimulator would not communicate with the patient programmer and was experiencing a lock of effect. The patient underwent a surgical revision to correct a flipped implantable neurostimulator. An x-ray was conducted to confirm the device flip. The patient experienced no injury.